Manufacturer narrative:
One dpt - vamp adult kit was returned for evaluation with the IV tubing and pressure tubing. Priming solution was visible inside the kit; however, the kit did not appear to have been used on patient. The vented cap was still attached to the distal male connector and no visible blood was found. The pressure tubing was found completely broken off from the uv bond joint with the vamp adult reservoir; the tubing had not detached, as originally reported. Rough surfaces were observed at the broken tubing ends and the tubing was bent near the site of damage. Uv adhesive appeared to have over-filled past the bond portion of the reservoir tube housing. The uv adhesive appeared cured. The damage occurred on the patient side of the kit. The failure is related to the manufacturing process. An investigation has been initiated to investigate the root cause and implement corrective actions for these type of complaints.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Event description:
It was reported that while the anesthetic assistant was priming the transducer, the tubing became detached from the reservoir above the vamp.